Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the link on both sides of the recliner back hardware have broken.